Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was not producing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus evis exera iii video system center loaner device, it was discovered that the unit was not producing an image. This event had no patient involvement.